Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The patient tolerated the index procedure well and the filter was successfully deployed without complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter fracture and embedment in wall of the ivc. Per the patient profile form (ppf), the patient reports the filter was unable to be retrieved. Fifteen years and two months post implant, the patient underwent a failed removal attempt. Physicians found evidence of multiple segments of filter fracture and believe that the filter cannot be removed in one piece. The information indicated that the filter tip was embedded. The patient also reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The indication for filter placement was pre-operative for bariatric surgery. The patient tolerated the index procedure well and the filter was successfully deployed without complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile form, the filter was unable to be retrieved although there have been no documented attempts made to retrieve the filter. The patient also reports to be anxious. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The patient tolerated the index procedure well and the filter was successfully deployed without complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter fracture and embedment in wall of the ivc. Per the patient profile form (ppf), the patient reports the filter was unable to be retrieved. Fifteen years and two months post implant, the patient underwent a failed removal attempt. Physicians found evidence of multiple segments of filter fracture and believe that the filter cannot be removed in one piece. The information indicated that the filter tip was embedded. The patient also reports anxiety. In addition to the previously reported information the patient also experienced perforation of filter strut(s) outside the ivc, migration of fractured strut(s) and filter embedded in wall of the ivc. The patient reported that the filter is pressing on their lower back vertebrae causing back pain and the filter caused bilateral leg swelling. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Filter perforation of the vena cava wall and filter migration are potential complications per the IFU. Leg swelling is a known condition associated with the build up of thrombus in the device and standards of practice encourage regular follow ups to remove thrombus when symptomatic. Back pain may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form indicates that the filter was unable to be retrieved although there have been no documented attempts made to retrieve the filter. The patient also reports to be fearful. The patient tolerated the index procedure well and the filter was successfully deployed without complications. Fifteen years and two months post implant, the patient underwent a failed removal attempt. Physicians found evidence of multiple segments of filter fracture and believe that the filter cannot be removed in one piece. The information indicated that the filter tip was embedded. The information provided also indicated that the patient has a fear of sudden death from the filter for possible perforation of organs, migration and the need for medical care and treatment related to the filter. Additional information was received per an amended patient profile form (ppf). In addition to the previously reported information the patient also experienced perforation of filter strut(s) outside the ivc, migration of fractured strut(s) and filter embedded in wall of the ivc. The patient reported that the filter is pressing on their lower back vertebrae causing back pain and the filter caused bilateral leg swelling.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (r0403640) presented no issues during the manufacturing process that can be related to the reported event. This report is a follow up report to MFR number 9616099-2016-00582 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form indicates that the filter was unable to be retrieved although there have been no documented attempts made to retrieve the filter. The patient also reports to be fearful. The patient tolerated the index procedure well and the filter was successfully deployed without complications.